Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("part of her essure coil broke off") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("part of essure coil expelled") and nephrolithiasis ("kidney stones"). It was unknown whether any action was taken with essure. Treatment was ongoing at the time of the report. At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage, device expulsion and nephrolithiasis with essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.